Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration, and the pump could not detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration, and the pump could not detect the cartridge during the load cartridge step. Contamination was observer on the force sensor assembly. Unrelated to the event the display was found to be dim and pink, the battery compartment was found to be cracked, the battery cap threads were found to be stripped, the transceiver flex was found to be torn and the internal battery was found to have failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.